Event description:
Additional information was received that this right atrial (ra) lead was replaced and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was scheduled for a generator replacement due to normal battery depletion. During the pre-operative check the patient was noted to be in sinus rhythm with complete heart block and a slow ventricular escape rhythm. Noise was observed on this right atrial (ra) lead and was suspected to be associated with a conductor fracture. The noise was oversensed but did not lead to pacing inhibition. Additionally, a lead safety switch had triggered which indicated that an out of range pacing impedance measurement had occurred. The physician decided to replace this ra lead during the revision procedure but ended up abandoning the attempt and leaving this ra lead in service. Noise persisted on the lead and the new device was programmed around the ra lead. This ra lead remains in service. No additional adverse patient effects were reported.